Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to patient condition. It is most likely the presence of reported anatomical factors reduced device mobility and generated the reported issue. Regarding the reported device entrapped air, the as-analyzed cause code of cause not established is assigned. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue.

Event description:
It was reported that a catheter issue occurred. An 85% stenosed, 10 x 3.0 mm target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the lesion. During the procedure, the catheter could not show the image due to the unknown reason, and air was not cleared during flushing. The procedure was completed with another of the same device. There were no patient complications.